Event description:
During a surgical revision procedure both predicle screws at s1 were round to be broken. The hardware was removed and replaced. The pt had not fused. See also report 1526439-2005-00147.